Manufacturer narrative:
D6b: explant day, month and year added.

Manufacturer narrative:
A4 weight is unknown: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery post coronary angioplasty procedure in a 64 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage a. On day 2 of support, while in the intensive care unit, it was reported the patient's urine was tea color with adequate output. The cp was repositioned and p level decreased, afterwards which the urine color appeared to be clearing. The patient's lactic acid dehydrogenase was elevated. Hemolysis is a known risk associated with impella cp as described in the instructions for use.